Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast implant illness, severe migraines, heart palpitations, brain fog, burning pain in chest, shortness of breath, fatigue, severe tingling in arms, severe tingling in shoulders, lymphedema, high levels of heavy metals, and heart issues. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5091330 that a female patient of unknown age and race underwent unknown breast reconstruction surgery with 170cc mentor memorygel breast implant on one effected side and with 350cc mentor memorygel breast implant on the other side and was presented with breast implant illness, severe migraines, heart palpitations, brain fog, burning pain in chest, shortness of breath, fatigue, severe tingling in arms, severe tingling in shoulders, lymphedema, high levels of heavy metals, and heart issues. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient's side with 350cc mentor memorygel breast implant.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).